Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 112 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.